Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage intra-op. It was reported that patient underwent primary total hip replacement. During implantation, the ceramic liner's edge was found to be fractured, then the surgeon removed the liner with the acetabular cup, all the fragments were retrieved and cleared. Change another larger size liner to complete the procedure. Procedure time extended by more than half an hour.the patient was in stable condition now.

Manufacturer narrative:
Product complaint (B)(4). Clinician review of reportability downgrading: 30 jul 2024, impacted product was reviewed. And it was originally reported as having fractured, along with the ceramic liner,but this was confirmed, to not be the case. But rather, that it had simply been removed along with the fractured ceramic liner. No allegations were provided against the acetabular cup. Therefore, the downgrading of the coding and the reportability determination being updated to not reportable is accurate. The acetabular cup product did not cause/contribute to the reported device malfunction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.